Event description:
It was reported that a spectrum pump displayed sys error 105 in the vgh biomed-direct pt care area. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reports sys error 105 which was not reproduced. Sys error 105 was confirmed and caused by severed motor mount screws. The failed motor assembly and screws were replaced.